Manufacturer narrative:
Investigation: visual inspection revealed that the shaft was kinked in the ctr. There were no signs of clinical usage or evidence of blood. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test, it produced steam and heat during several activations and shut off when the toggle was released. Based upon the functional test and visual observation, the reported failure "jaws charred" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro jaw boot became charred and "disintegrated". The harvester had already finished harvesting one leg with the device. When he moved to the second leg, and after ligating a couple more branches, he noticed that the jaws appeared to be very charred/disintegrated. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The tm reported that this may have been a result of using the hemopro for an extended period of time. The product was returned.